Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that when customer put the battery in the screen came up with auto off and insulin pump had unexpected restart alarm. Customer reported they were unable to clear the alarm. Customer also reported that display was frozen and keypad was unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.